Manufacturer narrative:
(B)(4).

Event description:
It was reported via phone call that the customer's blood glucose level was 444 mg/dl on (B)(6) 2019.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer was hospitalized on (B)(6) 2019 due to a high blood glucose level of 444 mg/dl and ketones. The customer's blood glucose level at the time of the call was 289 mg/dl. It was also reported that the insulin pump had an audio anomaly, physical damage, and alarmed insulin flow blocked. The audio issue was confirmed during the call. The alarm was resolved by a set and reservoir change. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No unexpected insulin flow blocked alarm noted. No damage on the reservoir compartment noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. No pump error 63 alarm noted during testing or listed in device history. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window. (B)(4).